Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her vision is like looking through waxed paper. Additional information was received form the consumer's daughter who reported the surgeries were done in 2008 and her mother is now having difficulties with her sight - that is like looking through waxed paper, the same issue her mother had before the cataract surgeries. She stated her mother has had a diabetic retinal exam and was told by her surgeon and a retina specialist that everything is "okay" other than dry eyes. Additional information has been received from the ophthalmic assistant who reported that the lens is in the bag without opacities. There are two medical reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the viscoelastic used was provisc, which is approved for use with this lens model. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).